Event description:
It was reported that the communicator monitor exhibited no lights. The communicator cellular adapter was hot. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue persisted. The company representative advised to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.